Event description:
It was reported that a malfunction alarm occurred with code malf 16, but there was no adverse impact to the customer's blood glucose level. The customer did not have an immediate backup therapy available and planned to contact their healthcare provider. Technical support arranged for a pump replacement and confirmed the shipping address. The caller was instructed on how to put the malfunctioning pump into storage mode and agreed to return it using the provided pre-paid label within ten days.